Event description:
It was reported that a patient experienced bacterial peritonitis manifested by pain and peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. Twelve days after the hospitalization, the patient was discharged from the hospital. The patient recovered from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.